Event description:
It was reported that pump screen became frozen and would not respond to customer input, preventing customer from interacting with touchscreen, and that this frozen display issue had occurred twice within a month. There was no adverse impact to the customer's blood glucose level. Customer reset pump using instructions from technical support, which restored screen responsiveness, and as a precaution pump replacement was arranged; technical support confirmed pump warranty and shipping details, instructed customer to place problematic pump in storage mode and return it with a prepaid label, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.